Event description:
As reported by our edwards lifesciences affiliate in italy, during a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve via left transfemoral approach, abnormal resistance was perceived during advancement of the commander delivery system with valve through the 14fr esheath+. Upon fluoroscopic assessment at the entry point site, the delivery system with valve was noted to be completely outside the esheath+. A new esheath+ was immediately prepared to allow for simultaneous withdrawal of the first delivery system and valve and the first esheath+ from the patient. After placement of the new esheath+, a new commander delivery system and valve were prepared. The second implant attempt proceeded without issue, with successful implantation of the second valve. Following vascular closure, a perforation at the entry point site was identified, and significant bleeding was observed at the access site. A self-expanding covered non-edwards stent was deployed; however, due to suboptimal position of the first stent, a second identical non-edwards stent was required. During management of the event, the patient received two units of blood. Vital parameters remained stable throughout the procedure. The patient was subsequently admitted to the coronary care unit for observation. The patient was awake and in stable condition. Imagery was received for evaluation. On the intra-procedural imagery, it appeared that the commander delivery system tip was protruding through the esheath+. On the post-procedural imagery, a liner puncture was confirmed.

Manufacturer narrative:
The investigation is ongoing.